Event description:
Philips received a complaint by the customer on the v60 indicating that battery does not work. The issue identified during installation of the equipment by field service engineer. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the battery is not working. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.